Manufacturer narrative:
This report is filed june 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, on (B)(6) 2016, the patient underwent a surgical procedure to excise the excess skin. During the same procedure, the site was treated with silver nitrate. On (B)(6) 2016, additional skin was excised. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is: 'standard abutment 7mm', not 'flange fixture and abutment' as previously reported. The correct common device name is 'cochlear baha vistafix system', not 'lxb' as previously reported. The correct product code is: fze, not 'lxb' as previously reported. The correct catalog # is 90774, not 90776 as previously reported.